Manufacturer narrative:
Product analysis:macroscopic examination confirms the probe tip broke off, and is bent in multiple locations. The broken off portion of the tip is missing and not returned for analysis. Optical examination reveals a fairly tortuous fracture surface, consistent with bend stress overload. The above observations are consistent with bend stress overload.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that intra-op, all the three screwdriver tips broke when placing an iliac screw. Tip of probe bent broke when palpating the screw hole. The instruments came in contact with the patient. The instruments broke. No fragments of the instruments remained in the patient. No patient complications were reported as a result of this event.